Event description:
Crew responded to a cardiac arrest pt. Pt was put on lp12 monitor. Crew wanted to shock pt but could not due to broken pin in lp12. There was another monitor available for further treatment. Pt had no compromise due to having available lp12 on screw when incident occurred.